Manufacturer narrative:
Method: complaint history analysis, mfg record rev., risk assessment and visual inspection. Result: complaint history analysis, 44 previous complaints with this instrument, which is within the predicted failure occurrence rate. Previous complaints have concluded the failures were the result of user error. Mfg record rev., no discrepancies found that could be related to this issue. Risk assessment, no adverse consequences to the pt. The draw rod is made of biocompatible stainless steel to mitigate the risk of broken tips to the pt. Visual inspection, instrument tip confirmed as broken. Conclusion: a change of material to biocompatible type 316vlm stainless steel was made to mitigate risk of broken tip remaining inside pt, effective (B)(6), 2010. Most probable cause of an inner shaft breakage or bending is the instrument not being used properly. It is noted in the surgical technique that while the screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft.

Event description:
It was reported that "draw rod broke during attempted revision of hybrid screws using the revision driver. Broke while surgeon was threading the draw rod into the screw."